Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The filament of the abbott diabetes care (adc) device was reported to have stayed in the customer's skin. The customer had no symptoms and was able to remove the filament from their arm on their own. There was no report of death or permanent impairment associated with this event.